Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the monitor for a g9 monitoring unit (sn: (B)(6) was turning on and off; they believed it was losing power. They were in contact with the nk technical service account manager (tsam). Tsam informed technical support that they resolved the issue by replacing the dvi cable. No reports of patient harm. Investigation summary: based on the available information, the root cause of the reported issue is due to a faulty dvi cable. Cables could fail due to physical damage, environmental factors such as heat and moisture exposure or due to mechanical damage due to bending or cable flexing. This issue was resolved after replacing the dvi cable. No further investigation will be performed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the g9 monitor: bedside monitor (bsm-1700): model #: bsm-1733, serial #: (B)(6) , device manufacturer data: 02/16/2021 (feb. 16, 2021), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Display monitor: model #: nkd-canvys-21, serial #: (B)(6) , device manufacturer data: na, unique identifier (UDI) #: na, returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the monitor for a g9 unit was turning on and off; they believed it was losing power. No patient harm was reported.